Manufacturer narrative:
Follow-ups were made to request for information and driver return. The doctor would send the driver back along with information. Once the driver is returned and evaluation is completed, a supplemental report will be submitted. This report for is the driver of 2 reported events for the same patient. Please reference 3011649314-2018-00376 ((B)(6)) for the implant.

Event description:
This report is for the driver of 2 reported events: it was reported that a hahn short driver seemed to be stripped. During procedure, the doctor found that the driver kept spinning and could not get any torque onto the implant. Another driver was used to continue the procedure. There was no impact or injury to the patient.

Manufacturer narrative:
The reported driver was not returned for evaluation as it was discarded by the doctor. The lot information of the driver was also asked; however, the office did not have this information. Without a lot number, a device history record review (DHR review) and stock product evaluation could not be performed. The reported complaint failure could not be replicated. Therefore, the complaint could not be evaluated nor confirmed. This event will be tracked and trended.